Event description:
It was reported by customer that tubing breaking near the hub. Tubing breaks and drug spills. No patient harm was noted. It was stated this occurred with five devices. This report addresses the fifth device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.